Event description:
It was reported that during a biopsy procedure, the device allegedly looked very worn out. It was further reported that the device allegedly triggered by itself or did not latch properly. There was no patient injury.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 06/2022). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum instrument was received for evaluation. The magnum instrument was visually inspected upon receipt, and it was found to be in good overall condition. Also, outdated sequencer weldment assembly was identified. The device was functionally tested and failed the tests as gun primed and fired with some resistance due to sleds and cocking slide are very worn and discolored identified during evaluation. However, force test results higher than average but still within tolerance. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device is triggers by itself and the investigation is determined to be confirmed for the reported that device looks very worn out and the investigation is determined to be confirmed for the identified gun has primed and fired with some resistance. The root cause for the reported device triggers by itself cannot be determined as the problem could not be reproduced. The root cause for the reported that device looks very worn out is unknown. The root cause for the identified gun has primed and fired with some resistance issue is determined to be sleds and cocking slide are very worn. During evaluation, the identified outdated sequencer weldment assembly is likely contribute to the identified gun has primed and fired with some resistance issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2022), g3, h6 (device) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a biopsy procedure, the device allegedly looked very worn out. It was further reported that the device allegedly triggered by itself or did not latch properly. There was no patient injury.